Event description:
It was reported that there was a revision of a liner, screws and head due to patient fall and subsequent dislocation.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
Manufacturing date corrected. An event regarding dislocation involving a trident 0° crossfire insert 32 mm ID was reported. The event was not confirmed. Device evaluation not performed as the device was not returned for evaluation. Medical evaluation not performed as no medical records were provided the reported event involves revision of the liner, screw, and head due a patient fall and subsequent dislocation. The exact cause of the event could not be determined because not enough information was provided. No further investigation for this event is possible at this time.

Event description:
It was reported that there was a revision of a liner, screws and head due to patient fall and subsequent dislocation.